Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, while cleaning the corecath device, the electrode on the device tip fractured and detached. Nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
Product analysis #233912725: brief description of complaint: about 30 minutes into the case, while cleaning the device, the electrode on the device tip detached. A wet 4x4 was being used to clean the device. The generator was set to cut 30 and coag 20. The device was only activated for 4-5 seconds each use. Investigation conclusion: the reported issue was confirmed. The electrode is no longer intact, there is excessive electrode and plastic tip deformation during application, the electrode has minimal support from the housing, and the plastic tip has minimal support from the pebax tubing, which fails to meet the acceptable damage requirements. Additionally, it was observed that the blue landmark near the device tip is slightly eroded/peeled and unaccounted for. However, the cause of the damage could not be fully determined based upon visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, while cleaning the corecath device, the electrode on the device tip fractured and detached. Nothing fell into the patient and there was no patient harm.